Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. Was inserting the 28mm trail into the real trident acet shell and the screw broke. The patient had no adverse effects! We had another trails and the case went perfect."